Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that a patient underwent total hip arthroplasty on (B)(6) 1995. Subsequently, the patient was revised on (B)(6) 2013 due to an unknown reason. The biomet modular head and competitor products were removed and replaced. No further information has been provided to date.